Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00257 on 20-sep-2023. Additional information (08-apr-2024): the system is designed so that mitigations are in place to ensure changes in the liquid level within the reaction ring are detected. In these situations, the operator is also notified of changes in the liquid level in the reaction ring. The current instrument design also includes a drip pan in place, installed above the electrical components impacted in this incident, to prevent any leaks from damaging them. Siemens determined that the crack in the reaction basin is isolated to this event. The cause of the crack in the reaction bath basin is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A customer reported that there was a crack in the reaction bath basin on the atellica ch 930 analyzer that produced a leak onto its power supply, movement module (mm) computer, and uninterruptible power supply (ups). The customer realized this when she performed a shutdown and startup sequence and heard the fan on the power supplies turn on and off repeatedly. Then, the customer shut off the electrical breaker to the instrument. The customer indicated that there was no smoke, delay in testing, exposure to biohazardous material, nor injury due to this incident. There are no known reports of adverse health consequences due to this incident.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center. A siemens customer service engineer (cse) was dispatched to the customer¿s site. The cse determined that the leak caused the electronics to short. The cse replaced both 24v power supplies, the 48v power supply, the uninterruptible power supply (ups) and the reaction ring basin and associated parts. On subsequent visits, the cse replaced the movement module (mm) computer, and the software was configured. The reaction ring was filled and drained and the dark counts showed the led in the photometer was either shorted out or damaged. The photometer was replaced, and the lamp was changed successfully, and the integrated multisensor technology (imt) issues were resolved. The cause of the crack in reaction bath basin is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.